Manufacturer narrative:
Continuation of d10: product ID: 97745, lot#serial#: unknown, product type: programmer, patient product ID: 97755-s, lot#serial#: (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the recharger telemetry module (rtm) was unable to connect to the ins when recharging was attempted, even after removal of the dressing, as the patient was recently implanted. Recharging was not occurring, and a ¿poor recharge quality¿ notification appeared during recharge attempts. During troubleshooting, a notification to ¿match high number¿ occurred, and the issue persisted after this was attempted. Troubleshooting included restarting the programmer and repositioning the recharger antenna over the implantable neurostimulator. The rep noted they have done a programming adjustment for this patient in which communicator was able to connect to clinician programmer, and the patient is able to adjust the current with their controller, but recharging is not happening. No falls were reported, no interventions were performed, and no testing or imaging was reported. The event was not resolved at the time of the report, and the product was to be replaced and returned. No patient complications have been reported as a result of this event. Additional information received stated that they tried repositioning the recharger and antenna over the ins ¿in all the possibilities way and positions, still the issue was continuous.¿ it was attempted to recharge the ins directly over the skin, but they were ¿not able to recharge the ins¿ and the ins was depleted at the time of follow-up. They had been unable to recharge the ins since the day it was implanted. It was noted that the patient controller and clinician tablet were able to communicate with the ins and that the rtm showed ¿poor connection.¿ it was stated that ¿the problem was with recharging only.¿ a second recharger was tried, but it showed the same issue. It was noted the system¿s extensions were coupled behind the implant. X-ray imaging was performed and it appeared that the ins was positioned perpendicular to the skin, rather than parallel. An ultrasound was then performed of the patient¿s right lower back to confirm the condition and it was noted the ins and wire were observed at a depth of about 8 to 10 mm from the skin. It was later noted that the ins was repositioned as of on (B)(6) 2026 and that the issue had been resolved. Recharging the ins was possible after the repositioning. No further complications were reported or anticipated.